Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2008 and mesh and apogee mesh were implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient also underwent vaginal repair, tvt-o procedure, urethropexy, cystoscopy on (B)(6) 2008 by dr. (B)(6) due to vaginal wall erosion with physical mesh s/p pelvic reconstruction, mixed sui. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, rectocele, uterine prolapse and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy, cystocele/rectocele repair with perigee and apogee systems. It was reported that patient underwent resection of mesh and urethropexy on (B)(6) 2008 by implanting surgeon due to pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient had mesh removed on (B)(6) 2012 due to extrusion. (B)(4).